Event description:
A break in the retention dome during traction removal. The broken retention dome remained in the stomach. The indwelling period was 287 days.

Manufacturer narrative:
The MFR had received the sample and will be evaluated. Results are expected soon.